Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a clinical case the site was unable to connect to their zeiss pentero microscope. During the case they had rebooted the system multiple times, checked cables, removed and re added tool cards. The clinical specialist (cs) had stated that they were green during the start of the case and then there was an orange line between the two systems before navigating. Site was unable to reboot the microscope as it was being used during the procedure. After the case a (cs) emailed in to state that the site was using the system and cable today and all was well. A reboot of the microscope was what was needed to reestablish the connection between the two systems. The cs stated that she had to reboot the software initially after plugging it in because while the line was green, the scope tracker didn¿t show as being verified. This occasionally happens when they¿ve started the procedure without the scope being hooked up in the first place. And that resolved the issue. There was no delay to the procedure. There was no reported impact on patient outcome.